Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged as a result of twiddlers syndrome. The lead was repositioned successfully on (B)(6) 2015, then one day post procedure the lead dislodged again. The lead was explanted and replaced. The patient was doing well post procedure.